Manufacturer narrative:
The device was not returned to the MFR and was reported to be discarded by the user facility.

Event description:
It was reported that the device made a hole in the cystic duct and the pt had to stay in the hosp an extra day. The device was reported to be discarded. Additional info regarding the pt, the procedure and the device was requested multiple times, but no additional info was provided. A f/u report will be sent if additional info is received.